Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving cadd cleo infusion set reported that the central plastic piece was pulled up, dislodging the cannula. Second ongoing instance, the same condition began to occur with the center component lifting while the site remained in place, prompting consultation with a healthcare professional for guidance on maintaining the current set. There was patient involvement and no harm/adverse event reported. This report captures two of two incidents.